Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the air bubble detector (abd) did not function properly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
This cable was recently already replaced, the replaced cable is now defective and being returned for eval.